Event description:
Service and repair report states one item is missing a spring and the other has a broken tip. Field equipment. Documented symptom results from service and repair report state the codes as mpa, missing parts and tib, tip broken. Composed of two parts numbered 03.617.990, lot number 3691582 and 388.532, lot number 3568248. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The customer is not alleging a possible failure of the device to meet specifications related to identity, quality, reliability, safety, effectiveness, performance, packaging or labeling. Product under warranty and was replaced under order number (B)(4) 2012.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The report states that the device had a broken tip. The product was received at service and repair who conducted a visual evaluation and determined that device could not be repaired. A warranty replacement was sent to the customer. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint issues.